Event description:
It was reported via repair work order that the side rail will not latch properly due to a missing compression spring. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was originally reported that the side rail will not latch properly due to a missing extension spring. In this model's design of the latch assembly, the extension springs assists in the latching of the side rail; however, the side rails can still latch properly without the extension springs.

Event description:
It was reported via repair work order that the side rail will not latch properly due to a missing compression spring. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.